Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient started experiencing pain at the insertion site. On another occasion, the patient observed that the implantable cardiac monitor was protruding from the incision site. The device was removed and is no longer in use. No patient complications have been reported as a result of this event.